Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1900683 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was not released from applier at ligation so that was not able to ligate during an operation. Therefore, the device was replaced the with a new one. No clip fell/remained in patient.